Event description:
It was reported that the atrial lead showed no capture or sensing while testing the lead in the clinic. The physician will be consulted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.